Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the tabletop illuminator failed during setup and calibration. An auxiliary illuminator was used to initiate and complete the procedure.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and confirmed the reported event, however, could not replicate the reported event. The company service representative noted that the lamp had 250 hours and had an intermittent lighting issue. The company service representative replaced the xenon lamp to resolve the issue. The system was then tested and mat all product specifications. The system was manufactured on september 28, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).